Event description:
It was reported to the MFR that a CPAP pt using a resmed mask developed an infection that lead to their tooth being extracted.

Manufacturer narrative:
The mask was not returned to the MFR for an investigation and was not alleged to be faulty. Dental issues are a potential side effect of mask use and are included in the "warnings" of the quattro fx user guide: "using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." The pt has changed from full face mask system to a nasal pillow system and reports no further issues.